Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "blood in centrifuge". No pt/operator injury reported.

Manufacturer narrative:
The device was returned for eval of blood in centrifuge. When the device was opened fluid ingress was found. Electrical components were damaged including the power supply, driver manifold assy, effluent valve assy, rbc sensor. The components were replaced and the device cleaned and returned to service. (B)(4).